Event description:
It was reported that the wireless recharger is turned on to charge the stimulator, the battery symbol flashed in a wavelike manner. An attempt was made to turn it off but was unsuccessful. A reset of the power button by pressing it for a long time was performed, but when the button is released, the power button light went out. It immediately startedflashing again in a wavelike manner and did not improve. A manufacturing representative (rep) would reach out to the patient. The issue has not been resolved at the time of this report. It is unknown if there are any patient/external/environmental factors contributing to this event. No symptoms were reported. The replacement seemed to have resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Product type recharger, ubd: 20-mar-2025, UDI#: (B)(4). H3 device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.